Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations were confirmed; water tightness was lost due to wear of the flexibility adjustment ring, and due to clogging of the nozzle (with foreign objects), the air/water supply volume did not meet the standard value. Additional findings include the following: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the play of the up/down knob was out of the standard value, the adhesive on the bending section cover had a crack and a white-clouded area; due to clogging of the nozzle, the water removal ability did not meet the standard value; the grip was shaved, and the plastic distal end cover had a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis lusera colonovideoscope, there was air/water leakage, and the air/water flow was weak or ineffective. There was no patient harm associated with the event. The device was returned and evaluated, there were foreign objects clogged inside the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide correction based on information provided by the customer: b5/event description: the customer reported to olympus that while using the evis lusera colonovideoscope, there was air/water leakage, and the air/water flow was weak or ineffective. There was no patient harm associated with the event. The device was returned and evaluated, there were foreign objects clogged inside the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was delay in the start of the pre-cleaning, the air/water nozzle was not flushed with air and water or wiped with gauze, a brush or a sponge. Liquid was not pumped into the air/water nozzle. There were abnormalities in the accessories used for reprocessing and the scope was not left in the cleaning solution. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Event description:
The customer reported to olympus that while using the evis lusera colonovideoscope, there was air/water leakage, and the air/water flow was weak or ineffective. There was no patient harm associated with the event. The device was returned and evaluated, there were foreign objects clogged inside the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was delay in the start of the pre-cleaning, the air/water nozzle was not flushed with air and water or wiped with gauze, a brush or a sponge. Liquid was not pumped into the air/water nozzle. There were abnormalities in the accessories used for reprocessing and the scope was not left in the cleaning solution. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material that was larger than the inner diameter of the air/water nozzle flowing in and clogging the air/water channel. Concerning the cause of foreign material flowing inside the channel, it was not possible to further presume the cause of the suggested phenomenon since detailed information on the user's handling of the device was not obtained. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.